Manufacturer narrative:
(B)(4). Product will not return for evaluation,customer considered is not necessary. Most likely underlying root cause of malfunction: user had high glucose value manufacturer contacted customer within 24 hours call for knowing customer's condition; customer informed feels better,customer did not seek medical attention because considers symptoms have reduced even though customer obtained results of 349 mg/dl in the morning. On (B)(6) 2016 - on a follow up, the customer's sister ((B)(6)) explained customer was feeling better,customer tested glucose with results of 550mg/dl non fasting. Customer visited the doctor who recommend to watch what eats and exercise regularly to reduce customer's glucose level.

Event description:
Customer complains of high results. Customer has symptoms of blurry vision, thirsty all the time, and frequent urination. Customer was advised of end the call and seek medical attention or contact customer's doctor.